Event description:
The complainant reported that the patient implanted with an impella cp required repositioning the following day as it was deep at 5.5 cm after "aggressive" diuresing the patient the prior day. The impella cp device was pulled back 1-2 cm with bedside echocardiogram. Notedly, there were no signs of hemolysis. The next day performance level was p-7 with flows at 3.4 l/min. The impella cp device was deep again at 6.5cm on transthoracic echocardiogram. The device was pulled back 2cm to 4.2cm. Diastolic suction started, and performance level was reduced to p-6 with flows at 2.9 l/min. Later this day, the patient was lying flat, and the pump transiently pulled into the aorta. The issue resolved itself when the patient sat up. The impella was repositioned again. Overnight, urine was increasingly bloody; the patient developed "severe" hemolysis. Consequently, the patient was weaned to p-3 with goal of impella removal. Discussion for further mechanical circulatory support was made and noted longer required due to improving function on transthoracic echocardiogram. The device was explanted with a survival outcome.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The customer's pump was not returned for investigation. The root cause of the positioning issue was determined to be an unintentional use error as the pump was pulled out of position during patient movement. The data log shows a small motor current spike followed by a 3-minute gradual rise in purge pressure with a damped motor current waveform. The purge pressure trend was seen resolving with a gradual decreasing trend after the first instance of a high purge pressure alarm. Motor current was seen gradually fluctuating later case run. The optical signal issue occurred 5 hours after the high purge pressure event. The cause of the high purge pressure issue was most likely biomaterial ingestion, based on data log review. The cause of the hemolysis issue was most likely biomaterial ingestion, based on data log review. Data logs show fiber damage characteristics on all 5s optical signal parameters. The cause of the optical signal issue was most likely fiber damage, based on data log review. However, the exact location of the damage was not determined without the returned product investigation.

Manufacturer narrative:
The pump was returned for investigation. The returned pump had a catheter kink near the 110 cm marking and failed the laser continuity test at the kinked catheter. The cannula was inspected and biomaterial was found on the impeller and purge gap. High purge pressure was able to be reproduced in the lab. The catheter was cut near the motor housing while purging, and purge fluid was able to come out from the catheter-side purge lumen, which proves that the blockage was in the motor-side purge line. No other physical abnormalities were reported on the returned pump. The root cause of the positioning issue was determined to be an unintentional use error as the pump was pulled out of position during patient movement. The cause of the high purge pressure issue and hemolysis was biomaterial ingestion, based on data log review and returned product investigation. The cause of the optical signal issue was fiber damage, based on data log review and returned product investigation. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.